Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that when the patient opened the infusion set out of the package the tubing came apart and the product was defective as tubing fell apart and another that fell off when attempted to insert into site. The site was at the side of the stomach and the infusion set was not in use. Reportedly, the infusions were stored in the kitchen on the shelve. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.